Event description:
It was reported that this single coil right ventricular (rv) lead is exhibiting high out of range shock impedance measurements, reaching as high as 151 ohms. The shock impedance was noted to be 114 ohms a year ago, it has been exhibiting a gradual rise and reached the first occurrence of a high out of range measurement approximately two months ago. Boston scientific technical services (ts) explained to the boston scientific representative that this is typical of a physiological change, such as calcification. It was noted there was discussion of performing a commanded maximum energy shock test the next day. Ts explained this is up to the physician. It was noted that the last shock was in 2018 and the associated shock impedance was 64 ohms. Ts reviewed the concerns with delivered shock impedance values greater than 145 ohms and the potential for a monophasic shock deliver which might be ineffective. Ts discussed the possible results of a commanded maximum energy shock test and noted that the daily measurement shock impedance upper limit is current programmed to a high value of 175 ohms already. The representative commented that the clinic has been managing this locally. The lead remains in-service. No patient symptoms or adverse patient effects were reported. Additional information was received that an alert for an open circuit condition was observed during a subsequent device shock. The shock impedance daily measurements were noted to be chronically high up to 135 ohms. Boston scientific technical services (ts) explained the alert to the boston scientific field representative and noted the shock impedance was greater than 145 ohms during the shock in order to trigger this alert. Ts advised that a new rv lead is needed. The rv lead remain in-service at this time. No patient symptoms or adverse patient effects were reported.

Event description:
It was reported that this single coil right ventricular (rv) lead is exhibiting high out of range shock impedance measurements, reaching as high as 151 ohms. The shock impedance was noted to be 114 ohms a year ago, it has been exhibiting a gradual rise and reached the first occurrence of a high out of range measurement approximately two months ago. Boston scientific technical services (ts) explained to the boston scientific representative that this is typical of a physiological change, such as calcification. It was noted there was discussion of performing a commanded maximum energy shock test the next day. Ts explained this is up to the physician. It was noted that the last shock was in 2018 and the associated shock impedance was 64 ohms. Ts reviewed the concerns with delivered shock impedance values greater than 145 ohms and the potential for a monophasic shock deliver which might be ineffective. Ts discussed the possible results of a commanded maximum energy shock test and noted that the daily measurement shock impedance upper limit is current programmed to a high value of 175 ohms already. The representative commented that the clinic has been managing this locally. The lead remains in-service. No patient symptoms or adverse patient effects were reported. Additional information was received that an alert for an open circuit condition was observed during a subsequent device shock. The shock impedance daily measurements were noted to be chronically high up to 135 ohms. Boston scientific technical services (ts) explained the alert to the boston scientific field representative and noted the shock impedance was greater than 145 ohms during the shock in order to trigger this alert. Ts advised that a new rv lead is needed. The rv lead remain in-service at this time. No patient symptoms or adverse patient effects were reported. Additional information was received that this rv lead was subsequently explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Information indicates this lead is currently in the possession of the explanting hospital. This investigation will be updated should further information be provided.

Event description:
It was reported that this single coil right ventricular (rv) lead is exhibiting high out of range shock impedance measurements, reaching as high as 151 ohms. The shock impedance was noted to be 114 ohms a year ago, it has been exhibiting a gradual rise and reached the first occurrence of a high out of range measurement approximately two months ago. Boston scientific technical services (ts) explained to the boston scientific representative that this is typical of a physiological change, such as calcification. It was noted there was discussion of performing a commanded maximum energy shock test the next day. Ts explained this is up to the physician. It was noted that the last shock was in 2018 and the associated shock impedance was 64 ohms. Ts reviewed the concerns with delivered shock impedance values greater than 145 ohms and the potential for a monophasic shock deliver which might be ineffective. Ts discussed the possible results of a commanded maximum energy shock test and noted that the daily measurement shock impedance upper limit is current programmed to a high value of 175 ohms already. The representative commented that the clinic has been managing this locally. The lead remains in-service. No patient symptoms or adverse patient effects were reported.